Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer observed cracks on the back of the cartridge. Blood glucose level was 120mg/dl. A cartridge change was performed resolving the issue.